Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was 42 mg/dl. The customer required assistance administering basqimi nasal spray to address bg level. The customer continued to use the pump for insulin therapy.